Event description:
It was reported that following a carotid artery percutaneous transluminal angioplasty (pta), an angio-seal sts plus was selected for use. A pre-deployment angiogram revealed mild tortuosity at the puncture site. The angio-seal was deployed and hemostasis was achieved. One day later, the pt was discharged. On an unknown date, the pt returned to the hosp and complained of leg pain. There was almost no peripheral blood flow present. Seven days later, collagen was confirmed inside the artery causing occlusion in the common iliac artery. Under local anesthesia, surgery was performed to remove the device. The pt has recovered and has been discharged from the hosp. Three months later, a follow-up angiogram was performed for lesion in the peripheral artery but no anomalies at the puncture site were identified. One day later, the pt was discharged. The event date is 2008.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instruction for use (IFU) state that if collagen deposition into the artery or thombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention.